Event description:
A vns programming physician reported that their (B) (6) handheld computer had a frozen screen while attempting to interrogate a vns pt. They were able to use another programming system to interrogate and program the pt successfully. Mfg consultant performed troubleshooting and the handheld computer performed correctly after performing a hard reset. The consultant tried to interrogate his demo generator and he encountered a frozen screen again after the interrogation screen with the programming parameters. The handheld computer has been returned to the MFR and is pending completion of product analysis.